Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints: (B)(6) oer-5 endoscope reprocessor, serial number (B)(6). (B)(6) oer-5 endoscope reprocessor, serial number (B)(6). (B)(6) gf-uct260 evis lucera ultrasound gastrovideoscope, serial number (B)(6). (B)(6) gf-uct260 evis lucera ultrasound gastrovideoscope, serial number (B)(6).

Event description:
The customer reported to olympus that when cleaning the endoscope reprocessor the machine was cleaned and disinfected without using the maj-2358 (connecting tube used while cleaning the scope). The reported issue was discovered during reprocessing. It was determined that two of the scopes that were improperly reprocessed were used on patients. Additional information has been requested regarding this matter. As of this report, there was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: during reprocessing, the customer was unable to use cleaning tube maj-2358 as advised in the instructions manual instead the customer indicated that an unspecified cleaning tube and sub-water feeding tube were used. When asked the number of patients or cases that may have been affected by the reported issue the customer answered that this information was not available. When asked the cleaning sterilization and disinfection (cds) performed at the user facility, the customer indicated that the facility cleans the device according to the manual. Additionally, it was confirmed that preliminary cleaning is performed at bedside and involves cleaning the outer surface in the sink. The detergent used was an unspecified enzyme-based detergent. For manual cleaning, it was indicated that the scope is brushed in the inside of the conduit and around the tip of the forceps. Lastly, it was indicated that an oer-5 (the device in question) is used for the automated endoscope reprocessor (aer) treatment. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and with the information that is available, the definitive root cause of the reprocessing issue could not be determined however, a possible consideration points out that reprocessing had been performed without attaching the connecting tube as specified in the instruction manual. Olympus will continue to monitor field performance for this device.